Manufacturer narrative:
The reported event, for packaging sterility/packaging not sealed, was not confirmed as the neptune e-sep pencil and packaging was not returned for evaluation. Without the neptune e-sep pencil and packaging, the root cause cannot be determined. Device not received for evaluation.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.